Event description:
It was reported that the patient presented in-clinic for follow-up and the lead was diagnostically imaged. Externalized conductors were noted. No electrical anomalies were detected. Lead to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received stated that the lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned cut in two segments. Internal insulation abrasion was found at 14.3-14.6cm and 38.1-39.0cm from the helix. The etfe coating was intact.